Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivery and the customer resumed delivery. The customer's blood glucose (bg) level was 260 mg/dl. However, the customer was not sure if the elevated bg level was due to the reported issue, as the customer's bg level is frequently elevated in the morning. During troubleshooting with tandem technical support, review of pump data did not reveal any alarms that stopped insulin delivery. The customer stated that they may have inadvertently pressed the stop insulin button by mistake.